Event description:
Customer reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level reported. The customer was using the appropriate tandem charging cable and wall adapter, and attempted troubleshooting by leaving the adapter plugged into a working outlet for over 30 minutes with no success. Technical support decided to send a replacement charging cable and wall adapter via two-day shipping and planned to follow up. In case the pump battery depleted before the replacement arrived, the customer was advised to rely on manual injections. Upon follow-up using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. Cts will replace pump.